Manufacturer narrative:
The regulator sample was sent to the contract manufacturer for evaluation. The contract manufacturer's evaluation results have not been received to date. A review of complaints for the last 12 months did not indicate any additional related reports for this regulator for the reported lot number. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Per the contract manufacturer investigation, the batch production record for the reported lot number showed one other complaint against the reported lot. One regulator was returned to the manufacturer. An evaluation found the regulator failed inspection for insufficient flow caused by the o-rings becoming set after being in one position for some period of time which then cannot be moved properly with lower output pressure. The root cause is due to the o-rings become set after being in one position for some period and the lower output pressure is insufficient to get them moving properly. An internal investigation has been opened by the contract manufacturer to review similar confirmed complaints. A new regulator is being designed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been forwarded to the contract manufacturer that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator became clogged and would not dispense gas prior to starting a vitrectomy surgery. An alternate gas was used in order to begin and perform the scheduled procedure. There was no patient involvement with the unsatisfactory regulator thus, no impact to any patient.